Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end of the lead were extrinsically damaged. The distal end of the lead was bent. The distal low voltage electrode of the lead was covered in blood. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal end slightly bent and drive shaft slightly kink was also observed. Helix extension was performed, torque transferred to the helix when turning the is-1 connector pin, but the helix was not extended. Drive shaft kinked within fixation site could be prevented helix's extension and retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix was broken and would not extend outside the lead body. The lead was removed and replaced. No patient complications have been reported as a result of this event.